Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(4) as follows: it was reported that a screw broke below the head as the surgeon was attempting to close the skull. Another screw was available for use. The surgery was completed with a five (5) minute delay. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: patient information is not available for reporting. Event date: unknown. Device was not implanted or explanted. Complainant part is expected to be returned for manufacturing review/investigation, but has yet to be received. Device is not distributed in the united states, but is similar to a device marketed in the us. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
An investigation review was performed. The investigation of the complaint articles has shown that: we have received this screw for investigation; here the feedback: the visual inspection showed that not all remaining pieces of this broken screw were returned to us. The shaft of the screw and parts of the inner screw head are completely missing. Unfortunately the lot number we did not receive which makes a review of the manufacturing documents impossible. Too much force/torque must have been applied to this screw in order for to discover such damages which finally lead to the breakage. Please make sure to work carefully and according the operation technique. No product fault could be detected. No corrective action required. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.